Event description:
User reported that the device was unable to meet setpoint when trying to cool. There was no patient harm.

Manufacturer narrative:
During investigation, the reported fault was unable to be confirmed. It is suspected that pressure buildup was relieved when connected to the heater cooler charger as intended. As part of preventative maintenance, spectrum medical upgraded the solenoid firmware and confirmed via functional testing that the unit was able to cool to the specified setpoint.

Manufacturer narrative:
Root cause determination is pending results of investigation.

Event description:
User reported that the device was unable to meet setpoint when trying to cool. There was no patient harm.